Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker device exhibited an increase in power consumption which affected this device's longevity. Engineering analysis determined that the power consumption of the device has been increasing over a year which is due to high rate atrial sensing. Additional information from the field indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.